Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned. Lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On july 17, 2007, the patient's daughter (reporter) contacted lifescan on behalf of the lay user/patient alleging the following issues with the patient's one touch ultra system; the display is scratched, the meter does not power on, and the lancet does not fire from the one touch ultra soft lancing device. According to the reporter, the lancing device has not been working for "sometime" and that the patient had tape holding her lancing device together. The patient last attempted to use the lancing device two days earlier, but the lancing device completely stopped working on the same day. It is unknown how often the patient tests her blood glucose and when she obtained her last successful test result on the reported meter. The next morning, the patient did not take her usual 38 units of humulin n because the reporter indicated that the patient sometimes gets low in the morning. The patient normally takes humulin n (38 units in the morning and 22 units at night) and skips her insulin if her blood glucose levels get below 120 mg/dl. At 7:30pm on that day, the patient tested on her son's in law meter and got "370 mg/dl." She was treated with an unspecified dose of insulin and her blood glucose levels reportedly were going down after the insulin shot. The meter issues (scratched display and power issue) started at unspecified times on the same day. The reporter mentioned that the patient had skipped her insulin 3 times since she has not been able to test. The reporter claimed that the patient had symptoms of slurred speech and her balance was affected after not being able to test on her meter. Information leading to the patient's symptoms, such as her activity levels, meals, and medications were not reported. It is also unknown if and when the patient's symptoms were relieved. The reporter only had the meter with her so she was unable to troubleshoot with the customer service representative (csr) on the phone. Replacement products were sent to the patient. This complaint is being reported because the reported issues were not resolved with troubleshooting. In addition, the patient allegedly developed symptoms after not being able to test on her meter.